Event description:
A malfunction, identified by code malf 12, was reported without any notable preceding events. No information was provided regarding the impact on the customer¿s blood glucose levels. Technical support assisted the customer by providing pump reset instructions, resolving the issue, and advised the customer to call back if the malfunction code reappeared. The customer acknowledged the instructions and was able to continue using the pump without further issues.